Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. Although the exact root cause could not be determined, the patient's stature may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address loosening, poly wear and osteolysis.